Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-13995n multifire scorpion needle broke off in the patient's tendon during a cuff repair procedure during suture passage. An x-ray was used to localize and fully retrieve the broken needle tip. The procedure was completed successfully without any issues. The complaint device was not available for return. This occurred during use with no patient harm. Additional information was requested. On (B)(6) 2023, the distributor stated via email that there was a case delay of under 15 minutes, and the broken needle had been discarded by the facility.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.